Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a damaged p2 pump head door. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be wear and tear of the p2 pump head door. To correct this condition the p2 pump head door with required parts were replaced and the occlusion detectors were calibrated as per service manual. If any additional information is received, a follow-up will be sent.